Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and migration with sepsis. The infection was discovered upon opening the pocket. Additionally, the pocket was debrided. The pacemaker was explanted. No additional adverse patient effects were reported.